Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2008 after the use of the product.

Manufacturer narrative:
This is one event for the same pt involving two separate products; associated mdrs #1225714-2013-01807; 1225714-2013-01808.

Manufacturer narrative:
This is one of two device reports for this event. Associated MFR report numbers: 1225714-2013-01808. Add'l info has been requested and will be submitted upon receipt accordingly.

Event description:
The add'l info received noted that the pt experience was sudden in nature, which is alleged to have been caused by the pt's exposure to the product administered during dialysis treatment.